Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient presented with following pre-op diagnosis: right l4-5 disc herniation with discogenic back pain; and underwent following procedure: right l4-5 total facetectomy, l4-5 discectomy with interbody arthrodesis using morsellized autograft and a 12 x 26mm peek spacer posterolateral arthrodesis pedicle screw fixation l4-5 right l5-s1 foraminotomy preamble: patient presented with right l5 radiculopathy and positive discogram demonstrating pain at l4-5 in past. As perop notes: ".. The endplates were well decorticated in preparation for arthrodesis with a series of rasps. The disc space was then trialed under ap and lateral fluoroscopic guidance and a 12 x 26 mm peek spacer was gently tapped into the space after the anterior disc space was packe d with morsellized autograft. . Patient transferred to the recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.